Event description:
It was reported that the atrial and right ventricular (rv) leads exhibited noise, and the atrial lead exhibited oversensing. It was determined that since the device was part of the electrogram vector, noise is often seen as a result. Reprogramming was recommended, and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5592 implantable pacing lead - (B)(6) 2006. (B)(4).